Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported deviations in astigmatism in a patient's eye post lasik. Spherical correction was noted to be good. Doctor noted that a building near the hospital is being demolished and vibrations are noticeable.

Manufacturer narrative:
Additional information provided in relevant tests/lab data and additional MFR narrative. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. (B)(4).